Event description:
Patient number 2: it was reported that suction catheter was stuck. When the pacu rn tried to pull it out, it snapped in half. The patient was extubated and placed on bipap machine until able to maintain an airway on their own. The patient stabilized after event without further treatment.

Manufacturer narrative:
The sample was received for lot number 1901ak60a and evaluated. Based on the results of the investigation on the DHR records, no abnormalities were observed for the confirmed lot number 1901ak60a. The retained samples were reviewed and the inspection results confirmed that there were no abnormalities, the tubing surface was smooth and the tubing was soft and similar with other product lots. Samples were returned for the affected lot number 1901ak60a and inspection completed, no abnormities were found. A further in depth root cause analysis was completed and no risk point or abnormalities were found in the investigation of the manufacturing process. At this time no corrective action is required.